Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope instrument channel was malfunctioning, causing the needle to come out at an angle. The device was returned for evaluation. During the device evaluation, a gap of the adhesive between the acoustic lens and probe was found which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the scope cover plate was detached, the distal end was shaved, the adhesive on the protective coating of the bending portion of the device was chipped, the connecting tube was buckled, and the angulation wire was worn causing the down direction to be out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E2 marked in error.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of a gap between the acoustic lens and ultrasound probe could not be identified. Olympus will continue to monitor field performance for this device.